Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: occurred during a colon resection procedure. Upon the first firing for the rectum resection with the reload, the device stopped firing at the point of 2 cm distant from the proximal end of the jaws. The surgeon pushed the blue button again. The device slowly fired about 1 cm with faint sound and stopped. The surgeon pushed the blue button, however, the device did not work. No patient issues occurred. No reinforcement material was used in conjunction with the stapling device.

Manufacturer narrative:
Tracking number: (B)(4). Handle and adapter received but evaluation not yet begun. A supplemental report will be sent upon completion of investigation.